Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Device and patient information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Ins implant date received.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an infection around their left ear, with a lab testing confirming the presence of citrobacter koseri and anterobacter aerogenes. The wound had purulent secretions. An injected scanner confirmed there was no intracerebral infection. The event resulted in explant of the patient's system and ablation. The patient was administered antibiotics. The patient was hospitalized as a result of the event. The event was resolved without sequela on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy, and related to the implant procedure. No further complications were reported or anticipated.